Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 2 of the 10 devices have been returned and are pending evaluation.

Event description:
This report summarizes <noe> 10 </noe> malfunction events, where the tip of a yukon screw inserter was jamming upon disengagement from the screw head intra-operatively. In 8 of the 10 events, there was a surgical delay of 2-5 minutes, surgeries were successfully completed, and no adverse consequences to the patients were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Corrected data: d.2. Common device name has been updated from 'posterior cervical screw system' to 'orthopedic manual surgical instrument.' Additional information and device evaluation: two (2) of the ten (10 ) complaint devices were returned for evaluation (lot hvwe manufactured 01/28/2019 and lot hfyp manufactured 09/21/2018). Visual inspection: the device shows signs of slight wear on the distal tip. Functional inspection: the tip of the inserter was not engaging properly on the screw head. When engaged, the inserter had difficulty during disengagement. The interference was observed between the oval inserter head and the screw tulip, during disengagement. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified for the lots. Eight (8) of the ten (10 ) complaint devices were not returned for evaluation: visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. In conclusion, as a result, the root cause could not be confirmed, despite the replication seen during functional test. As mentioned in the product IFU, to fully seat the inserter into the screw-head, the inserter has to be completely aligned with the screw.

Event description:
This report summarizes noe 10 noe malfunction events, where the tip of a yukon screw inserter was jamming upon disengagement from the screw head intra-operatively. In 8 of the 10 events, there was a surgical delay of 2-5 minutes, surgeries were successfully completed, and no adverse consequences to the patients were reported.